Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error. The customer¿s blood glucose level was 400 mg/dl and treat with insulin pump bolus but insulin pump kept getting motor error after the rewind. The customer was assisted with troubleshooting. Customer reports the drive support cap appears normal. Customer had dental x rays but insulin pump failed prior to the x ray. Customer was unable to complete insulin pump rewind due to alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.